Event description:
patient reported that one of their cadd solis pumps went blank on their screen with beeps. pharmacy troubleshooting was attempted with the patient as they were directed to power the pump off then turn it back on, as well as changing the batteries. patient reported that no troubleshooting resolved the problem and the device will not work. patient reported they went to the er when they realized their device was not working and the healthcare providers in the er also tried troubleshooting to no avail. patient did not provide the device serial number. product fault occurred while in use and caused the patient to go to the er. device is available for return upon pt receiving return shipping materials. device is being replaced. patient does have another functioning pump, however, it is unknown if they used the device to continue their life-sustaining infusion as the event is still ongoing. it is unknown what does of remodulin the patient is infusing. iv self-filled remodulin patient via a cadd solis pump.